Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Partial display with faded white corner of display noted during testing. Unresponsive keypad noted during testing. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. Pump error 63 (variable 3) alarmed during self test. Pump failed sleep current measurement test. Successfully downloaded history files and traces using thus. In further full review of pump history found: failed batt test (58) on 22-jun-2021 between 02:15:17.000 and 02:17:58.000, low battery alert (104) on 12-jun-2021 at 10:32:00.000, change battery (73) on 12-jun-2021 at 20:03:00.000, batt out limit (6) on 22-jun-2021 at 02:29:57.000, pump error 3 was found on 22-jun-2021 at 00:46:02.000 (file number = 124, line number = 2723), pump error 53 was found on 22-jun-2021 at 10:28:03.000 (file number =62192, line number = 47), pump error 2 was found on 20-jun-2021 at 10:28:25.000 (file number =51, line number = 1238). Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, motor, and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Missing segments/ partial display confirmed due to moisture damage on pcba1. Failed sleep current measurement test confirmed due to moisture damage at the j6 connector on pcba1. Retainer ring damage confirmed. Pump error 63 (variable 3) confirmed due to broken trace at u1 pin 6 on keypad assembly. Pump error 3 and pump error 53 were confirmed due to hardware anomaly. Pump error 2 was confirmed as the result of pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.